Event description:
The customer contacted stryker to report that their device would not power on. In this state, the device would be inoperable and defibrillation therapy would not be available if needed. There was no patient use associated with the reported event.

Manufacturer narrative:
A third party service agent evaluated the customer's device and was unable to duplicate the reported issue. The service agent observed that the errors indicated that it may have been produced by the ambulance's electrical system. After observing proper device operation through functional and performance testing, the device was returned to the customer for use.